Event description:
Allegedly, during an appendectomy, a jaw broke off in patient. Doctor could not visualize so he had an x-ray done which showed the piece in the pelvis area; doctor then made a hand portal incision and reached in and retrieved piece. This added about 40 minutes to the procedure. Hospital said patient tolerated procedure well; it was completed.

Manufacturer narrative:
It was reported that doctor was pulling at adhesions with this instrument; our labeling warns against using excessive force. "Clickline scissors and forceps are used to dissect and grasp or cut soft tissue during surgery. Clickline - instruments are not usable to retract or keep away heavy tissue sections. Excessive force and this type of application can lead to fracture of the jaw parts during surgery."